Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode of 400 mg/dl blood glucose (bg). The user did a full supply change to resume insulin delivery. An hour later, bg was still elevated. The user measured fingerstick as 461 mg/dl bg. The user stated the adhesive of the infusion set was damp. Insulin delivery was resumed by changing the site. The user reported feeling tired during the episode but did not require further outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.